Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue, but there were "no disposable, upstream occlusion and high pressure" alarms. Three separate delivery accuracy tests were performed as well as functional check and visual inspection. The delivery accuracy issue was unable to be duplicated. All the results were within the published +/-6% delivery accuracy specification. The pump was previously returned for "fails accuracy and for lec 1720" issues. No problems were found with the previous issue. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy test during testing. There was no patient involvement.